Event description:
The technician alleged that the nurse call is not working on the bed. No pt impact.

Manufacturer narrative:
The technician found a broken metal ground ring on the communication cable assembly. The technician replaced the communication cable to resolve the issue.